Manufacturer narrative:
This event occurred on (B)(6) 2017 and was reported to steris via medwatch on (B)(6) 2017. No injury, procedure delay, or cancellation was reported. The user facility contacted steris regarding service for the unit; however, cancelled the service request upon learning the facility had an in-house technician. The user facility's technician inspected the unit and identified the pressure transducer required recalibration. The user facility's technician recalibrated the pressure transducer, tested the unit, and confirmed it to be operational. The unit was returned to service at the user facility. The unit was installed at the user facility in 2011 is not under steris contract for maintenance services. The user facility contacted steris again regarding the system 1e processor failing diagnostic cycles after service was performed by the user facility technician. A steris service technician arrived on site, inspected the unit, and identified the pressure transducer required recalibration. The steris technician recalibrated the pressure transducer, tested the unit, and confirmed it to be operating according to specification. The system 1e operator manual states on page 1-1, "warning: repairs by unauthorized individuals should not be attempted and may result in damage or malfunction. Non-user serviceable components should be serviced by an authorized steris service representative only." No additional issues have been reported from the user facility since completion of the field service activity by the steris technician on (B)(6) 2017.

Event description:
The user facility reported via medwatch # (B)(4) their system 1e processor was not passing diagnostic cycles.